Manufacturer narrative:
Patient identifier and date of birth not available for reporting. Date of event: unknown. This report is for three (3) unknown cortex screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision on (B)(6) 2018, due to a non-union and broken (3) unknown low profile cortex screws, (1) unknown variable angle (va) locking screw. The four screws were broken at the head shaft junction. The patient was originally treated for a distal third tibia fracture and was implanted with (1) variable angle (va) locking compression plate (lcp) medial distal tibia plate, (6) unknown (va) locking screws, (1) unknown low profile cortical screw, (3) unknown low profile cortex screw and (1) unknown (va) locking screw on an unknown date. The surgeon stated that non-union was not the plate¿s fault. The surgeon said that the previous surgeon failed to reduce the fracture and used a medial plate when an antro-lateral plate should have been used. All implants and fragments were removed and the patient was revised with a 19 hole, antro-lateral plate and a combination of 3.5 mm cortical screws, 3.5 mm locking screws, and 2.7 mm cortical screws and was also implanted with a 5 cc of vivigen formable bone graft. The procedure was successfully completed with no reported surgical delays. The patient was in good condition after surgery. Concomitant devices reported: va-lcp medial distal tibia plate (02.118.008, lot number unknown, quantity:1), 2.7 mm va locking screws (part number unknown, lot number unknown, quantity 6), low profile cortical screw (part number unknown, lot number unknown, quantity 1). This report is for three (3) unknown cortex screws. This is report 1 of 2 for (B)(4).